Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable and wall adapter were damaged and unable to charge the pump. There was no reported impact to customer's blood glucose level. Reportedly, the customer was able to charge the pump with an alternate cable and adapter.

Manufacturer narrative:
The device (power adapter) is not marketed in the united states by the manufacturer and is not same/similar to a device marketed in the united states by the manufacturer.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. There was no reported adverse impact to customer's blood glucose level. Reportedly, the pump was able to charge with an alternate cable.